Event description:
It is reported that the pt was revised for pain and loose tibial and femoral components.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: as the product has not been received, a review of the device could not be performed. X-rays and surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. However, the complaint maybe revised upon return of the product or receipt of add'l info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.